Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was likely the result of either undersizing the femoral stem or insufficient bony support for the implant, which led to femoral stem subsidence. However, this cannot be confirmed because the component was not returned for evaluation. Concomitant device: (cn: 170,36,03, sn: (B)(6)) biolox delta femoral. Section h11: corrections made in the following section(s): (b3) event date corrected from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: (cn: 170,36,03, sn:(B)(4)) biolox delta femoral.

Event description:
As reported, approximately 2 months postop the initial ltha, this (B)(6) y/o female patient, bmi 27.9, left hip was revised due to avascular necrosis left femoral head with collapse. The surgeon removed the exactech alteon monoblock stem and cemented a novation stem. The delta ceramic head was replaced with a new one. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.